Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left superficial femoral artery (sfa). The 6.0x20mm sterling over-the-wire balloon catheter was used for predilation and upon the first inflation, the balloon ruptured at 10 atms. The balloon was successfully removed from the pt and the balloon rupture was visually confirmed. The procedure was completed with a different device with no pt complications reported. The pt's current condition is listed a "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.